Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq4570 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that leakage of fluid was noted during washing. The presence ofon the outside of the catheter and a second lesion on the inside of the catheter at a distance of 3 cm from the exit site.

Event description:
It was reported that leakage of fluid was noted during washing. The presence on the outside of the catheter and a second lesion on the inside of the catheter at a distance of 3 cm from the exit site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed. A groshong single-lumen nxt PICC was returned for investigation. The tubing was received in two segments and the catheter leaked from both segments. One leak was observed in the proximal segment of tubing at the distal end of the strain relief sleeve. Two leak sites were found 7mm apart in the distal segment of tubing. Creases and splits in the circumferential direction were observed at the leak sites. A tactual investigation revealed preferential kinking of the tubing at the leak sites. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. A breach can form in the catheter tubing if the catheter is in a location that is vulnerable to bending. Repeated flexing and kinking can damage the catheter. The wall thickness of the catheter was within specification and no defects related to the manufacturing process were noted on the complaint sample. H3 other text : evaluation findings are in section h.11.